Manufacturer narrative:
Corrected data: d4: unique identifier number: (B)(4). H6: off-label-1494 previous history of ocular surgery including refractive corneal surgery. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+2.0/034 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6)2022 . The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).